Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2001. Pt underwent revision surgery on (B)(6), 2011 due to wear. No further complications have been reported.

Manufacturer narrative:
Expiration date - unknown. The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2011.